Manufacturer narrative:
(B)(4).

Event description:
An unknown medtronic 6-french judkins right guide catheter was used to demonstrate 100% right coronary stenosis with thrombolysis in myocardial infraction. An nc sprinter legend (pli 10) was used, which easily crossed the lesion. The balloon was inflated to 22 atm but a waist remained within the stenosis and a distal dissection developed. Non-mdt stenting was performed and overlapped with the deployment of a driver bms(pli 20) stent at 18 atmospheres. The waist remained unchanged. A second nc sprinter (pli30) was then used to post-dilatethe lesion. At 25 atm, the balloon ruptured. Non-mdt rotational atherectomy was then performed and the lesion was finally successfully post-dilated using a third nc sprinter balloon (pli 40) which caused the waist to relax. The patient was discharged several days later.